Event description:
It was reported that the customer received occlusion alarms. Reportedly, the customer's blood glucose level was impacted. Initially, the customer cleared the alarms and resumed insulin delivery; however, occlusion alarms continued. The customer ultimately changed out the cartridge and infusion set tubing/site and no further occlusion alarms occurred.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.